Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 826a02. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 2 double driver missing, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 826a02, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that a part on the root of the cartridge was missing before the cartridge was loaded into the device. Two cartridges could not be load into the device properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.